Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's blood glucose level was 46 mg/dl. The customer stated that while changing his sensor, he received a sensor error and was prompted to calibrate. He noticed that his blood glucose levels were low and he treated with glucose tablets. The customer was not able to calibrate his sensor because of his low blood glucose levels and was still receiving a sensor error alarm. During troubleshooting, the sensor passed the test plug procedure. Upon removing the sensor, he stated that it was bent. The customer was advised to return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.